Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 427 mg/dl. The customer did not provide the symptoms regarding high blood glucose. The customer was treated for the high blood glucose with insulin pump. Customer also experienced low blood glucose level of 57 mg/dl. Customer treated low blood glucose with candy. Customer mentioned that the insulin pump alarmed with battery out limit after battery change. Customer was able to clear and able to rewound the insulin pump. The customer declined troubleshooting for high and low blood glucose level. The insulin pump was not returned for analysis.